Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter ruptured on its own causing the catheter to fall off. Per follow-up with ibc via email on 14jan2021, it was noted that there were no missing pieces of the catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not resterilize. - for urological use only." The device was not returned

Event description:
It was reported that the catheter ruptured on its own causing the catheter to fall off. Per follow-up with ibc via email on 14jan2021, it was noted that there were no missing pieces of the catheter.